Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer adjusted the pump settings and experienced a low blood glucose of less than 40(mg/dl). To treat the low bg level, the customer consumed food and removed the pump. Additionally, it was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose (bg) was over 600(mg/dl). Customer resolved bg level with fiasp insulin. Reportedly the customer continued to use the pump for insulin therapy and also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.